Event description:
Per information provided by patient's attorney: (B)(6) 2016 - patient was diagnosed with bilateral reducible inguinal hernias thereby underwent robotic assisted laparoscopic repair with the implant of two 3dmax meshes (device #1 - right and device #2 - left). Per operative notes, ¿identified large inguinal hernias bilaterally and much smaller indirect hernia sacs were then identified which separated from cord and associated structures. There was incarcerated small bowel which was able to be freed from the hernia sac on the left and right side. A 3dmax medium meshes (device #1 and device #2) were then placed in the preperitoneal space and sutured.¿ (B)(6) 2016 - patient was diagnosed with recurrent reducible right inguinal hernia, pain thereby underwent open repair with the implant of perfix plug (device #3). Per operative notes, ¿dense adhesions from the recent hernia repair were dissected. A large perfix plug (device #3) was placed in this defect which appear to be inferior to the prior mesh placement and tacked in place with suture. Onlay mesh was used to reconstruct the floor of the inguinal region with suture.¿ (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of two perfix plugs (device #4 and device #5). Per operative notes, ¿in the left groin, there was significant scar and defect where the internal ring was located. The sac was dissected and was easily able to be reduced through the floor of the inguinal region back down into the peritoneal cavity. A large perfix plug (device #4) was tacked in place with suture. In the direct defect, a medium perfix plug (device #5) was tacked in place with suture. An onlay mesh was then placed to reinforce the inguinal floor and tacked in place at the pubic tubercle.¿ (there is no mention/visualization of 3dmax mesh (device #2 - left) in operative notes) (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the removal of mesh (device #1 and #3). Per operative notes, ¿dense scar adhesions from the prior surgery were dissected. Direct hernia was found with mass of scar tissue and mesh which was excised (device #1). Encountered another area of mesh which was around the internal ring was excised (device #3). A piece of synthetic mesh was placed in the inguinal floor and tacked with suture.¿ attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries. It was alleged that the patient had painful and swollen right groin thereby underwent invasive revision surgery.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per the medical records review, about few months post implant of 3dmax(left), patient had hernia recurrence, scar tissue thereby underwent revision surgery. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. This emdr represents the 3dmax mesh (device #2). An additional supplemental emdr was submitted to represent the 3dmax mesh (device #1) and an emdr is submitted to represent perfix plug (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.